Manufacturer narrative:
(B)(4). Additional information: the reported condition could not be confirmed. The cause could not be determined with the available information.

Event description:
It was reported that during prime, while the home patient (hp) was not connected, the care giver (cg) noticed a lot of air pockets in the drain line extension and was unable to clear them. As a result, the cg had to replace the extension set and the homechoice resumed the prime. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.